Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels range (398-518 mg/dl)the customer delivered manual injection to stabilize bg level. The customer declined to troubleshoot with tandem technical support and stated that the diabetic educator would be contacted. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.